Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. The dialysis catheter was placed on the same side as device and there were evidence of vegetation on the dialysis catheters. This crt- d device was interrogated but it did not record any ventricular tachycardia (vt) episodes. A boston scientific technical representative reviewed the electrocardiogram (ECG) reading on the paper and it appeared there was slow vt. Ts then explained to the field representative that this crt-d device needed eight out of ten to store an episode and these results were likely below the rate cut off. Additional information from the field representative confirmed the vt that was not recorded was likely due to slow vt. This crt- d device was explanted. There were no additional adverse effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.